Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability adn impairment.

Manufacturer narrative:
The product family for this women's healthcare product is unk. Therefore, we are unable to determine the associated labeling and (B)(4) to review. Although the product IFU's are found to be adequate based on past reviews.